Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event - reported events of dislocation occurred on the following dates: (B)(6) 2013. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 4 of 5 mdrs filed for this event (reference 1825034-2013-02672, 02674 / 02677). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2003. And that a revision procedure was performed on (B)(6) 2012 due to patient allegations of physical injury, lack of mobility, pain, swelling, inflammation and tissue/bone destruction. Patient's legal counsel further reports allegations of dislocations occurring (B)(6) 2013. Review of invoice history confirms both surgery dates and that all components were removed and replaced during the revision procedure on (B)(6) 2012. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.